Event description:
A female patient who underwent breast augmentation primary with a mentor smooth round moderate profile, 425cc saline prosthesis experienced a right-sided deflation following implantation. This complication was confirmed through office examination. As a result, patient underwent bilateral replacement with unspecified implants on (B)(6) 2025. Note: the analysis of the second device showed that it was ruptured. Since both devices have the same lot number and cannot be differentiated, mentor reports both devices.

Manufacturer narrative:
Suspect device received on april 15, 2025. Device evaluation completed on may 14, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the sal smooth rnd diap 425cc breast implant was found to have a tear on the anterior view measuring approximately 0.3 cm. In addition, a crease/fold was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture found was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).